Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) has been confirmed. Upon investigation the monophasic pulse could not be reproduced, but was identified in the downloaded flag data. Upon investigation, oxidation was found on pins of pca connectors j1002 and j1003. An internal corrective action has been initiated to investigate monophasic pulses and oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse.